Event description:
It was reported that the patient had problems with the leads "bending." The stimulation was intermittent. When the stimulation was working, the patient experienced improvement in the symptoms while walking. The patient had both drug delivery and neurostimulation therapies. It was later reported that the patient lost stimulation to the affected area. There was dislodgement/migration of the patient's lead caused by the patient's "bending, twisting, and lifting." There were no abnormal impedance measurements. A revision of the patient's lead was performed. The patient required hospitalization due to the event. The patient's injury was noted to be non-serious. No information was provided related to the patient's outcome. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).